Event description:
The initial reporter stated that the pump had an was under infusing. They stated that the pump had infused "about 3/4 of the bag". They did not provide the pump programming or complete rate and dose information. Mmdg followed up with the initial reporter and no adverse effects to the patient were reported, but no other information about the complaint was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was not completed because no serial number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the pump is returned to mmdg.